Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient stated that the ipg is burning when he tries to be active and he continued to feel the burning after being re-programmed. The physician assessed the ipg was functioning as it was supposed to and advised the patient to placed ice packs on the area.

Event description:
A report was received that the patient was experiencing sharp pain at the pocket site that comes and goes. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp pain at the pocket site that comes and goes. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.